Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker's battery life dropped from four years to less than half a year within six months. Several attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.